Event description:
It was reported that an ilet pump was dropped down stairs, struck a corner, and sustained a cracked screen that prevented access to the device; a replacement ilet was arranged and the user reverted to a backup plan while continuing dexcom use. Symptoms included no change in blood glucose status. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and device replacement with instructions for return and data sync via the mobile application and inspection of the returned device . Investigation of this device revealed physical damage to the display component consistent with external impact, resulting in a nonfunctional user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.